Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and advised that the logs show that on may 6th, 2026, at approximately 11:24 to approximately 13:20, all mx40s at the station kept going offline. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that the signal from the monitors repeatedly disappears from both central monitors for several seconds; this occurred with 6-8 monitors. The device was in use on a patient at the time of the event. There was no adverse event reported.